Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 575.7 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient had an magnetic resonance imaging (MRI) performed last night and the pump logs read 12 minutes; a motor stall occurred at 21:22 pm with no recovery. It was noted that after the pump was interrogated a critical alarm was heard. The caller reported that it had been less than 2 hours since the MRI was performed and that she would be re-interrogating the pump 20 minutes after the first interrogation. No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the motor stall recovered and the pump was just in telemetry mode. It was reported that the patient had no unexpected symptoms or adverse events. No further complications have been reported as a result of this event.